Event description:
Vacutainer luer-lok access device was being used to collect blood specimen. After registered nurse pulled off vial, blood was coming out of needle all over the floor. Manufacturer response for tubes, vials, systems, serum separators, blood collection, bd vacutainer® luer-lok¿ access device holder (per site reporter). User facility will email bd, this is the second occurrence, last one being in (B)(6) 2022.